Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -8.0/5.5/115 (sphere/cylinder/axis) was suppressed while injecting. Reportedly, "treatment discontinued due to high hyperopia. Suppresses the lens while injecting."

Manufacturer narrative:
A4-a6:unk h6: patient related factor. Claim# (B)(4).